Event description:
Patient undergoing laparoscopic appendectomy. When the appendix was straightened out and elevated, it was skeletonized down to the base using the harmonic scalpel. While using the harmonic scalpel, a white "rubber" pad popped off inside the patient. The pad was retrieved without difficulty and removed from the patient's abdomen. There was no patient harm.